Event description:
Initial reporter indicated that they were not able to complete a systems diagnostics test on the patient. They were able to interrogate the patient. Reporter said "that it reset the patient's generator several times to various settings on the systems test. Each time she would reinterrogate the patient and set him to the correct settings." Good faith attempts are being made to obtain the sites 7.1 programming software for product analysis.

Manufacturer narrative:
Device malfunction is suspected against the software, but did not cause or contribute to a death or serious injury.